Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the universal surgical manipulator (usm) 3 kept faulting with a recoverable error 23062. The customer was able to recover the fault and continue, but the error kept returning. The system logs confirmed multiple 23062 errors pointing to usm 3, axis 5. The customer was continuing with the procedure and would be able to proceed using 3 usms if needed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed, and the reported failure was confirmed and replicated. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart (psc) fixture test platform (pftp) and failed the sine cycle, with c. Friction low & high on axis 5 (dof6). Upon further investigation, there was no fluid intrusion or physical damage. The system's error logs also showed error 23062 pointing to dof 6.